Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidied on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer reports that the safety shield on the syringe is sticking and not sliding well. As a result, the end user received a dirty needle stick.